Event description:
The complaint/event involved a transpac® trifurcated monitoring kit with safeset¿ reservoir and 2 blood sampling ports, 84" 3 3 ml squeeze flushes, 3 disposable transducers, macrodrip (pole mount). On (B)(6) 2025, the customer reported 16 instances of unspecified bonding issues with this product. On (B)(6) 2025, the customer reported an incident that occurred on (B)(6)2024, when the arterial line tubing snapped and broke off at the stopcock during bedside use on a patient. There was no adverse event as a result of the complaint/event; however, there was unspecified delay in therapy.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. E1 initial reporter (full) phone: (B)(6).